Manufacturer narrative:
Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed discoloration to the outer jacket as well as the in-line and controller connector bend reliefs. Although a specific cause for the discoloration could not be conclusively determined, it did not contribute to a functional issue. Upon examination of the returned modular cable, a grey/tan discoloration was observed in the polyurethane outer jacket over the length of the cable. Additionally, the inline connector bend relief showed a dark-brown/black discoloration while the controller connector bend relief showed a grey/dark-brown discoloration. No signs of damage (cuts, holes, or tears) were observed in the polyurethane jacket. The controller and inline connector pins appeared unremarkable; however, debris was noted within the threads of the inline connector locking nut. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The heartmate 3 IFU and patient handbook contain information regarding caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Incidental findings: discoloration of modular cable was observed during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 1 year 10 months. Device evaluated by MFR: the device has been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2017. It was reported that the patient contacted lvad coordinators on (B)(6) 2019 with reports of generalized abdominal pain, discharge at the driveline site, malaise, low grade fever, and had not been feeling well for several days. Patient was instructed to go to the clinic or emergency department for further evaluation. The patient was admitted on (B)(6) 2019 with concerns of infection and was found to have high-grade (B)(6) bacteremia with lvad driveline infection and abscess. Blood cultures were (B)(6) for (B)(6) bacteremia and (B)(6) driveline culture. Urinalysis was noted as negative. Patient was admitted to the cardiovascular intensive care unit pre-operatively for heartmate iii pump and driveline exchange. Pump and driveline exchange was conducted (B)(6) 2019. No additional information was provided.